Manufacturer narrative:
Received one used. List#: ch-14, chemoclave® vented bag spike; lot#: 14279549. The reported complaint of no flow could be confirmed. The returned sample was returned with a stick down. The sample was disassembled and found to have a damaged spike. The probable cause is from a molding error. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. Additional reporter: (B)(6).

Event description:
The event involved a chemoclave vented bag spike where it was reported erbitux couldn't drip. Event was noted during infusion. There was patient involvement but no patient harm and no delay in therapy.